Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. However, a control sample and photos have been supplied. The retuned sample was examined and confirms the silicone remained on the carrier establishing a relationship between the event reported and the device. Medical/clinical investigation concluded: ¿two undated, unlabeled photos of the patient¿s wound confirmed the irritation surrounding the wound. However, without the relevant clinical documents or supporting lab values, a thorough medical investigation of reported wound irritation, itching, bad smell or suspected infection could not be rendered¿. Since this issue was resolved with the use of an alternative product and there was less than 30 minutes delay in the procedure no further clinical/medical, assessment is warranted at this time. Should any additional medical information be provided this complaint would be re-assessed. A risk management review has taken place in relation to this complaint, the risk file quotes local infection as a harm related to multiple failure modes such as dressing not changed regularly enough and exudate pooling under dressing. Without further information the failure mode cannot be narrowed down further. A review of the instructions for use contains adequate guidance on the use of the device, including frequency of change, highlighting that this is dependent upon clinical assessment and local protocols should also be taken into consideration. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Complaint history for the reported event has been reviewed revealing only this instance. The wound contact surface of allevyn life is coated with a gentle silicone adhesive layer that ensures non-traumatic removal at dressing changes. The silicone adhesive will feel sticky when compared to an acrylic adhesive and is specially designed to be very soft and gentle, but can soften further, particularly at higher temperatures. This is an inherent characteristic of all of the silicone adhesives and gives them their soft / gentle properties. It is therefore possible if the product has been stored at a high temperature, this could have contributed to the reported issue. We have been unable to determine a root cause on this occasion. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that while using an allevyn life the patient's wound was itching, it had a bad smell and the skin around it was irritated (suspected infection). This customer now avoids using this product. No further information is available.